Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 6.1, lab: 2.8. Pt's therapeutic range is 2.0-3.0. Customer has 2 other inratio meters and they are having no discrepant results. Only happening on this one meter. Pt is healthy individual. Pt not on heparin or lovenox and has not been hospitalized. Pt does not have cancer and is not anemic. Pt does not have hypo/hyperthyroidism and not taking any antibiotics. Pt does not have lupus or aps. Finger is not being milked. Only one drop of blood is being used and the first drop of blood is being used.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.